Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 1170 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they tried to give bolus but the insulin pump was showing bolus not delivered. Customer was treated with intravenous insulin drip in the hospital for high blood glucose. The insulin pump will not be returned for analysis.